Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the mesher's wrench jammed and mesher cylinder was not seating into the mesher body. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher twice. The last repair was april 13, 2017 where it was reported that the device was missing a screw on the top hinge and the roller, bushings, side plates, comb, and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report review for serial number 204059 noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this 1.5:1 cutter twice. The last repair was april 13, 2017 where it was noted to be nonrepairable. The cutter does not meet test requirements. Product review of the skin graft mesher revealed that the ratchet was stuck on the roller causing damage to both. The side plates, hinges, and latching pins were also damaged. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 cutter failed to produce a passing sample graft. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, bushings, side plates, comb, hinges, latching pins, and ratchet gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the ratchet was stuck on the roller causing them both to be damaged. The cause of the unit¿s wrench being jammed and the mesher cylinder not seating correctly was due to the ratchet being stuck on the roller. The root cause of the wrench being jammed and the cylinder not seating correctly could not be determined since it is unknown how the damaged components occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.